Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully performed reset with guidance, confirmed error did not reoccur, and then successfully started new sensor session.